Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had under delivery. Customer's blood glucose value was 296 mg/dl at the time of the incident and 263 mg/dl at the time of call. Customer stated insulin continues to drip after motor stops during the fill tubing process. Customer stated that they had currently issue of insulin flow block alarm. The customer was assisted with troubleshooting for pump error. Device will not return device for analysis.